Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the urgent care and diagnosed with an infection. The patient was prescribed antibiotics (cephalexin 500 mg taken every 6 hours, she was on 2 rounds of this because it didn't clear the first time) and ibuprofen for the fever on the first visit. During the second visit the doctor poked a hole in the site to drain the swelling again. The patient also mentioned that the site was bleeding and red.